Manufacturer narrative:
The reported product is not expected to be returned, however, an extended investigation will be undertaken. A follow-up report will be filed once the additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. The date when the event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A pharmacist reported a customer received an unspecified message on the display of their adc freestyle libre reader and because of this they could not see their blood glucose result. It was further reported the customer subsequently experienced unspecified symptoms of hypoglycemia and received unspecified treatment from firefighters. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid reader serial number has not been provided. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. The manufacturer of freestyle libre readers, was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. A tripped trend review was conducted the reported complaint and freestyle libre readers. No trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A pharmacist reported a customer received an unspecified message on the display of their adc freestyle libre reader and because of this they could not see their blood glucose result. It was further reported the customer subsequently experienced unspecified symptoms of hypoglycemia and received unspecified treatment from firefighters. There was no report of death or permanent injury associated with this event.